Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit scope identification was not displayed and no image was shown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited that due to disconnection in cable unit, scope identification was not displayed and no image was shown and error message e224 was shown. There was no patient involvement.